Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgethe reporter indicated that the surgeon implanted an implantable collamer lens of unknown model and size into the patient's left eye (os) on an unknown date. It was reported there was a low vault. To the best of our knowledge the lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. In a separate visit the lens was exchanged for a replacement lens. The problem was resolved. Cause of the event was reported as unknown.